Event description:
Device 3 of 4. See manufacturer's report numbers 1627487-2010-00272, 1627487-2010-00274, and 1627487-2010-00275 for devices 1,3 and 4 respectively. On (B)(6) 2008, the patient was implanted with an scs system. In (B)(6) 2010, the patient fell and has since experienced a sudden onset of shocking from the system. On (B)(6) 2010, the sales representative met with the patient an observed low impedances on 5 of 8 contacts. The patient also reported feeling shocks at the ipg site as well. The patient was unable to turn off due to crps. The doctor elected to replace the patient's leads and ipg. The patient has since reported having excellent coverage and no longer feels any shocks.

Manufacturer narrative:
The lot number is unknown. No further information is available. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.